Event description:
The hcp reported that the next day "the pt was alert and oriented and back to pre-episode state".

Event description:
The hcp reported that the patient was found unresponsive and was brought to the emergency room. The pump was refilled 2 days earlier at which time baclofen 1000 mcg/ml was added to morphine, bupvicaine and clonidine in the pump. The pump continued to run based on the morphine concentration and daily dose. The hcp was attempting to remove the cojntents of the drug delivery system and refill with the previous mixture at the time of this report.